Event description:
It was reported that there was an evidence of t-wave oversensing (twos) and as a result short vv counter was increased. It was also noted the physician was concerned about the possible cause (lead problem or device header/setscrew). The device sensitivity was changed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).